Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unspecified tissue injury and recurrent mitral regurgitation (mr) appear to be due to the reported slda. Tissue injury and recurrent mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2021, the patient returned to the hospital and echocardiography showed mr had increased to a grade of 4. It was also observed that one of the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Also, leaflet damage was noticed on the posterior leaflet. On (B)(6) 2021, a second mitraclip procedure was performed to reduce mr with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 3. No additional information was provided.